Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient wanted to turn stimulation off on the day of the call because she needed to go to a pain center and have a drug test and wanted to turn stimulation off, so she could go (and give a sample) but was not working, she could not get it to go up and down and was getting poor communication or other screens. It was reviewed that the patient has working batteries in the patient programmer and they did not have another set of batteries. The patient stated she thought a new set of batteries would resolve the issue. It was further realized that the patient had not been using the antenna and plugged it. The patient placed the patient programmer directly over the ins but that did not resolve the issue. The patient did mention that when she drinks coconut water it makes her go. She stated that she started drinking coconut water about 6 months prior. The patient further stated that if new batteries did not resolve the poor communication she would call back. No further complications were reported or anticipated.

Event description:
Additional information was received from a consumer (con). It was reported that the patient tried three sets of new batteries but was still unable to communicate with their stimulator. Replacement of the batteries in the programmer didn't resolve the poor communication or stimulation not turning off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.